Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("post-implant pregnancy") in a (B)(6) -year-old female patient who had essure (batch no. B78628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2003 and (B)(6) 2006), pregnant, gravida ii and genitourinary tract infection. Concurrent conditions included back pain, gestational diabetes, stress urinary incontinence, vaginal itching and obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). On (B)(6) -2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary infection/ infections"), dysuria ("dysuria") and pyuria ("pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with cefalexin (cephalexin), nitrofurantoin (macrobid), metronidazole, nitrofurantoin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal discharge, menorrhagia, dysuria and pyuria outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered device dislocation, dysuria, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, pyuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via medical record confirming events dysuria and pyuria, urinary tract infection, vaginal discharge, menorrhagia, pregnancy. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Outcome of event pelvic pain was updated. Previous reported event "infections" was clubbed with "urinary tract infection". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pre-eclampsia ("pregnancy with complication- pre-eclampsia") and pregnancy with contraceptive device ("post-implant pregnancy") in a 33-year-old female patient who had essure (batch no. B78628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2003 and (B)(6) 2006), pregnant, gravida ii and genitourinary tract infection. Concurrent conditions included back pain, gestational diabetes, stress urinary incontinence, vaginal itching and obesity. Concomitant products included nuvaring from (B)(6) 2014 to (B)(6) 2016 for contraception as well as nsaid's since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced pre-eclampsia (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary infection/ infections"), dysuria ("dysuria") and pyuria ("pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with cefalexin (cephalexin), nitrofurantoin (macrobid), metronidazole, nitrofurantoin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal discharge, menorrhagia, dysuria, pyuria, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered anxiety, depression, device dislocation, dysuria, menorrhagia, menstrual disorder, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pyuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysuria and pyuria, urinary tract infection, vaginal discharge, menorrhagia, pregnancy. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. Reporter information updated. Pregnancy (with complications)- pre-eclampsia, psychological or psychiatric problems condition: depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 33-year-old female patient who had essure (batch no. B78628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2003 and (B)(6) 2006, (B)(6) 2007), pregnant, multi gravida, genitourinary tract infection, cesarean section, unilateral leg pain, orthopnea and complex ovarian cyst. Concurrent conditions included back pain, gestational diabetes, stress urinary incontinence, vaginal itching and obesity. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2016 for contraception as well as azithromycin, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2015, nsaids since 2015, ondansetron (ondansetron odt drla) from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), 2 years 2 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced pre-eclampsia ("pregnancy with complication- pre-eclampsia") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary infection/ infections"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysuria ("dysuria") and pyuria ("pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with cefalexin (cephalexin), metronidazole, nitrofurantoin, and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, menstrual disorder, dysuria, pyuria, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal discharge and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered anxiety, depression, device dislocation, dysuria, menorrhagia, menstrual disorder, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pyuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patient received treatment for bleeding, urinary tract/blader problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: positive. X-ray - in (B)(6) 2014: results: essure was properly in place. The lot number reported (b78628) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pre-eclampsia ("pregnancy with complication- pre-eclampsia") and pregnancy with contraceptive device ("post-implant pregnancy") in a 33-year-old female patient who had essure (batch no. B78628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2003 and (B)(6) 2006, (B)(6) 2007), pregnant, multi gravida, genitourinary tract infection, cesarean section, unilateral leg pain, orthopnea and complex ovarian cyst. Concurrent conditions included back pain, gestational diabetes, stress urinary incontinence, vaginal itching and obesity. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2016 for contraception as well as azithromycin, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2015, nsaids since 2015, ondansetron (ondansetron odt drla) from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), 2 years 2 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced pre-eclampsia (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary infection/ infections"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysuria ("dysuria") and pyuria ("pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with cefalexin (cephalexin), metronidazole, nitrofurantoin, and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal discharge, menorrhagia, dysuria, pyuria, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered anxiety, depression, device dislocation, dysuria, menorrhagia, menstrual disorder, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pyuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: positive. X-ray - in (B)(6) 2014: results: essure was properly in place. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysuria and pyuria, urinary tract infection, vaginal discharge, menorrhagia, pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Reporter information updated. Other relevant history updated. Pregnancy outcome updated. On (B)(6) 2019: pfs received. Reporter information were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pre-eclampsia ('pregnancy with complication- pre-eclampsia') in a 33-year-old female patient who had essure (batch no: b78628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (on (B)(6) 2003 and on (B)(6) 2006, on (B)(6) 2007), pregnant, multi gravida, genitourinary tract infection, cesarean section, unilateral leg pain, orthopnea and complex ovarian cyst. Concurrent conditions included back pain, gestational diabetes, stress urinary incontinence, vaginal itching and obesity. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from on (B)(6) 2014 to on (B)(6) 2016 for contraception as well as azithromycin, cyclobenzaprine from on (B)(6) 2015, minerals nos; vitamins nos (prenatal vitamins) from on (B)(6) 2015, nsaids since 2015, ondansetron (ondansetron odt drla) from on (B)(6) 2015, paracetamol (acetaminophen) from on (B)(6) 2015 to on (B)(6) 2016 and paracetamol (tylenol) from on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), 2 years 2 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced pre-eclampsia (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). On (B)(6)2015, the patient experienced urinary tract infection ("urinary infection / infections"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysuria ("dysuria") and pyuria ("pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with cefalexin (cephalexin), metronidazole, nitrofurantoin, and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, menstrual disorder, dysuria, pyuria, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal discharge and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered anxiety, depression, device dislocation, dysuria, menorrhagia, menstrual disorder, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pyuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury / condition. Patient received treatment for bleeding, urinary tract / balder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test: on (B)(6) 2015: positive. X-ray: on (B)(6) 2014: results: essure was properly in place. Most recent follow-up information incorporated above includes: on 3-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pre-eclampsia ('pregnancy with complication- pre-eclampsia') in a 33-year-old female patient who had essure (batch no. B78628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2003 and (B)(6) 2006, (B)(6) 2007), pregnant, multi gravida, genitourinary tract infection, cesarean section, unilateral leg pain, orthopnea and complex ovarian cyst. Concurrent conditions included back pain, gestational diabetes, stress urinary incontinence, vaginal itching and obesity. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2016 for contraception as well as azithromycin, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2015, nsaids since 2015, ondansetron (ondansetron odt drla) from april 2015 to december 2015, paracetamol (acetaminophen) from 6-jul-2015 to 20-jan-2016 and paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), 2 years 2 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced pre-eclampsia (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary infection/ infections"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dysuria ("dysuria") and pyuria ("pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with cefalexin (cephalexin), metronidazole, nitrofurantoin, and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, menstrual disorder, dysuria, pyuria, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal discharge and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered anxiety, depression, device dislocation, dysuria, menorrhagia, menstrual disorder, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pyuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patient received treatment for bleeding, urinary tract/blader problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: positive. X-ray - in (B)(6) 2014: results: essure was properly in place. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysuria and pyuria, urinary tract infection, vaginal discharge, menorrhagia, pregnancy. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, vaginal discharge, uti were updated as recovered/resolved. Rcc note added. Seriousness criteria removed for pregnancy with contraceptive device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..